Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer was using admelog for insulin therapy. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.